Manufacturer narrative:
The customer also received abnormal measuring cell (mc) errors. The field service engineer inspected the module and found an issue with the circuit board. He then replaced the circuit board and cleaned the card cage. The customer verified the module's performance by calibrations and qcs with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys tsh assay and elecsys ft4 ii results for 5 patient samples tested on the cobas 6000 e 601 module. The initial results were reported outside of the laboratory. The samples were initially run on (B)(6)2022 and were rerun on (B)(6)2022. The reporter issued corrected reports. Specimen ID (B)(6) had an initial ft4 result of 3.09 mg/dl with a repeat result of 0.812 mg/dl. Specimen ID (B)(6)had an initial ft4 result of 3.53 mg/dl with a repeat result of 0.937 mg/dl. Specimen ID (B)(6) had an initial ft4 result of 3.91 mg/dl with a repeat result of 1.52mg/dl. The initial tsh result was 1.79 uiu/ml with a repeat result of 5.29 uiu/ml. Specimen ID (B)(6) had an initial ft4 result of 2.14 mg/dl with a repeat result of 0.576 mg/dl. Specimen ID (B)(6) had an initial tsh result of 2.47 uiu/ml with a repeat result of 11.67 uiu/ml. The repeat results were deemed correct. The tsh reagent lot number is 589409. The expiration date was requested but not provided. The ft4 reagent lot number is 536344. The expiration date was requested but not provided.

Manufacturer narrative:
The customer confirmed that the qc was within their established ranges. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.